Event description:
It was reported that in the ICU after a successful puncture and insertion into the pt's vena jugularis interna, the user was unable to remove the swg from the catheter. As a result, both the swg and catheter where together removed, and a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction and therefore is reportable.

Manufacturer narrative:
(B)(4).